Event description:
It was reported that bd sharps coll slide close 9gal red was missing a lid. The following information was provided by the initial reporter: "it was reported missing lids ".

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed. The result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd sharps coll slide close 9gal red was missing a lid. The following information was provided by the initial reporter: "it was reported missing lids ".